Event description:
It was reported to the aci dsm that following a coronary diagnostic angiography in early march (exact date unknown), the mynx device was used to achieve femoral artery hemostasis by a trained operator. Hemostasis was successfully achieved and the patient was ambulated and discharged without complication. Two to three days post procedure, the patient returned with complaints of tenderness at the access site. A doppler ultrasound confirmed pseudoaneurysm (psa) which was treated successfully with thrombin injection. There is no report of further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.